Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of disp ¿ display issue ¿ dead pixel was confirmed. On 14-july-25, pcu was received unboxed and with paperwork. Report pcu disp- display issue ¿ dead pixel was confirmed. Solid green vertical line upon initial power on was also observed. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace lcd assembly part number h0000079 (tft color lcd module) failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display dead pixel. There was no patient involvement.